Event description:
Duplicate of (B)(6). (B)(6) will be cancelled. A treatment provider reported that a patient treated with coolsculpting presented with pah.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01948-00.

Manufacturer narrative:
Changed, and/or corrected data: b2 b5 d1 d4 g1 h10. It has been identified that this record, mrn 3007215625-2021-01945, is a duplicate of mrn 3007215625-2021-01948. Please see mrn 3007215625-2021-01948 for reportable events.

Event description:
Initial emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see mrn 3007215625-2021-01948 as the operating record related to this complaint.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment(s) using unknown applicator(s) to unknown area(s) and may have developed paradoxical adipose hyperplasia.